Event description:
Reportedly, the subject device was regularly followed-up from 2008 to 2013. However, on the f/u performed on (B)(6) 2013, the residual longevity calculated by the programmer was questionable. Therefore, the physician requested an explantation and an investigation of the battery longevity. Initial review of provided f/u data showed that the battery impedance was still lower than 1 kohm (i.e. At bol), which explains the "residual longevity" displayed by the programmer.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.